Event description:
Subsequent to follow-up # 1 medwatch report, the following information was received: on (B)(6) 2019, the patient was re-hospitalized and underwent mitral valve replacement. The three implanted clips were explanted during the surgical procedure. The event resolved. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: date of event.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of heart failure as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the heart failure cannot be determined. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clips were explanted and were not reported as returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for worsening heart failure, requiring surgical intervention. It was reported that on (B)(6) 2018, three clips were implanted, reducing grade 3+ mixed mitral regurgitation (mr) to grade 2+. On (B)(6) 2019, the patient was re-hospitalized with worsening heart failure and underwent a mitral valve replacement procedure. The implanted clips were explanted, resolving the event. No additional information was provided.